Manufacturer narrative:
This complaint is being closed due to lack of information. Three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided. A supplemental report will be submitted if additional information is provided. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily inspection the cs300 intra-aortic balloon pump (iabp) power does not turn on. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.